Event description:
It was reported that the patient with the pacemaker system exhibited high pacing impedance measurements, measuring at 2061 ohms on this right atrial (ra) lead. Biotronik 350973, (B)(6), it was noted that later the impedance measurements were greater than 3000 ohms. Technical services (ts) recommended to have patient seen in clinic for further testing. The pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).